Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error after possible exposure to moisture. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident and treated with manual injection. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that a motor position encoder error was found in the insulin pump alarm history. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify alarm in the alarm history due to history file overwritten with alarms. Alarms due to a corrupted history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.